Event description:
Customer reported that their system had gone down. This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. There was not report of any pt harm as a result of the reported event. The customer did not provide any pt information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is completed.